Event description:
It was reported that a user experienced two episodes of low blood glucose while using the ilet pump, including one event associated with a rapid drop in glucose during a shower and another nocturnal event; the user had previously dropped the pump, noted a delaminated screen, reassembled the device, and perceived higher-than-usual insulin delivery that prompted daily changes, and the pump was subsequently recommended for replacement. Symptoms included hypoglycemia with altered mental status, sweating, and dizziness, with an unwitnessed fall resulting in a head impact and self-reported concussion. Outcomes included treatment with glucagon by emergency medical services during the first event and oral sugar administration by a caregiver during the second event, with recovery to target range and no transport or hospitalization. Investigation included plans to sync device logs and review pump data to assess insulin delivery and glucose trends. Investigation of this case revealed that the root cause of the hypoglycemia remained unclear at the time of reporting, with potential device contribution under assessment given the reported screen delamination and perceived increased delivery, and continued pump use after the drop. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending data review. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.